Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber cap remains attached and exhibits a drilled through condition; the glass cap exhibits mild char; there is some white unknown substance noted inside the fiber cap; the bevel section appears in good condition. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the side-firing fiber was noted to have "decreased efficiency of the fiber @ 25,175 joules and 5:22 minutes of use". The procedure was completed with a second fiber. Patient outcome: "no patient injury reported"